Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited t-wave over-sensing. Upon review, there was intractable t-wave over-sensing with periods of pacing at 1/2 patient¿s lrl. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).